Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pacing inhibition due to oversensing of premature ventricular contractions (pvc) on the left ventricular (lv) lead. No adverse patient effects were reported. At this time, this device system remains in service.